Event description:
It was reported that an increase in capture threshold was observed. Diagnostic imaging showed a change in position of the lead. When repositioning was unsuccessful the lead was explanted and replaced. The patient was doing well after the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: the damage found was sustained during the surgical procedure. The lead was otherwise normal.